Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was checked on april 14th, was at beginning of life (bol) with a monitoring voltage of 2.91 volts. Additionally, guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.